Event description:
It is reported that a small piece fractured off of the broach impactor.

Manufacturer narrative:
Evaluation summary: the returned broach impactor has one of the jaws fractured from the base and shows a crack at the base of the other jaw. The knurled section of the instrument shows impaction marks on the anterior side and medial/lateral side indicating that the device was impacted off-axis and sideways causing additional bending moment and the jaw fractured due to overload. Improper use of the device appears to be the cause of the problem. The rod shaft meets specs as measured. Device history records indicate device manufactured to spec. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.